Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Technical support advised sending a replacement pump, as the malfunction code was not resettable. The pump was under warranty, and the caller was informed they would receive a pump with updated software. The customer agreed to use mdi as a backup therapy to ensure continuous insulin delivery and was instructed to put the pump into storage mode before returning it. The replacement pump was sent with no need for a signature upon delivery, and the customer was informed about the steps to be taken upon receiving it. The caller was also advised to return the problematic pump using the provided return box and pre-paid label within ten days.